Event description:
It was reported that this was an arteriotomy closure of the common femoral arteries with prostyle devices using the pre-close technique via a 6f sheath hole prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, a link break occurred during plunger removal. The sutures of four new prostyle devices were successfully pre-placed (two in the right common femoral artery and two in the left common femoral artery). The sheath was upsized to an 18f sheath, and the aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures on each side. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported link break was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link pulled until it breaks due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d1 ¿ brand name: updated d2a ¿ common device name: updated d3 ¿ name, address 1, city, postal code: updated.